Manufacturer narrative:
(B)(4). Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was water from a pool when they jumped into it. The customer also reported fluid under the lcd display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.